Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that the electric handpiece device, attachment device and console device were used in back surgery. Shortly after the device was put into use, the coordinating surgical nurse noticed that there was a smell of smoke in the room without diathermy being used. Smoke and what was perceived as a blue flame were seen in the field. The sterile practitioner removed the device and observed it was very hot. Cooled in water, the water sizzled due to the heat. The device was removed from the sterile field and taken out of operation. At the end of the operation, it was discovered that the patient had suffered a significant burn injury to the skin next to the surgical incision. A plastic surgeon was contacted from another hospital and had to perform a minor operation to remove the damaged tissue. All available information has been disclosed. Report 2 of 2 for (B)(4).